Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) batteries did not last for the entire service. There was no patient involved.

Manufacturer narrative:
The getinge field safety technician (fst) replaced batteries because they didn't last for the pm. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.